Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced pulmonary vein (pv) stenosis. Additional information was received indicating the physicians opinion of the adverse event is that it was procedure and patient condition/patient anatomy related. The patient¿s outcome was reported to be ¿unchanged¿. There is no further information about the hospitalization and if any additional intervention was performed. The event is most attributed to the ablation catheter utilized for the procedure as it comes in direct contact with the pulmonary vein. Follow up has been performed for the identity of the catheter. The assumption is a qdot was utilized and being reported as a conservative measure.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).